Event description:
A surgeon reported during phacoemulsification he could not perform aspiration. There was no pt impact reported. A sample will be sent for in-house evaluation. Additional information was rec'd by the company's international affiliate indicating the aspiration problem was noticed when the vacuum was at a low setting.

Manufacturer narrative:
A sample is being returned for in-house evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance when additional reportable information becomes available. (B)(4).